Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital called to report a broken instrument that requires replacement from one of their attune ltc tibial prep instrument trays. The damaged instrument was picked up during post use cleaning and sterilization processes at the hospital. Attune modular impaction handle is broken and requires replacement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 11-mar-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device confirmed the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Additional information received indicated that it was the red and silver locking mechanism that broke. There was no delay in surgery.